Manufacturer narrative:
Additional information: device lot number provided. The patient tracker was returned to the manufacturer for evaluation. Testing found that the unit would be recognized but could not track as a red status returned on a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the patient tracker displayed red tracking details after an extended period of time in the procedure. It was noted that the error metric for the tracker was 3.5mm. Following an adjustment to the emitter position, unplugging/re-plugging the patient tracker and breakoutbox, logging out of the application software and restarting the navigation system did not restore functionality as the geometry error metric returned with the same value. A second patient tracker was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.